Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 978b128 lot# va2hxkx, implanted: (B)(6) 2022 (B)(6) , product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: va2hxkx, ubd: 30-jun-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. Patient reported that "about 6 months" after implant their ins stopped working. They said they went to hcp multiple times to make adjustments, but increasing stimulation was not helping. They said the hcp had manufacturer rep come in who took a look at ins, rep told them that they got a "faulty" device and that it was "no longer connected" and that the patient would need to get the "whole thing replaced". Patient said the rep drew a picture to illustrate that the leads were no longer connected. Patient stated their insurance told them they would pay for the lead but not ins. Patient said they don't understand why they should be paying for something that was "faulty". Patient repeated several times that the manufacturing rep asked them many times if they had fallen, patient reiterated that they did not fall. Patient mentioned their surgery to get ins removed was ca ncelled due to insurance issues. Patient said the ins "hurts in their spine" and is "painful". Patient is experiencing a return of symptoms including not being able to make it to bathroom, "no control over bladder", and wearing underwear. Patient said when they have gotten ultrasounds done of their bladder it is "empty" because they "can't hold anything". Patient also mentioned they have "no quality of life".  Offered to assist patient in making adjustments or turning ins off. Patient relations specialist emailed.